Event description:
Reporter stated that customer received the following results on the mobile system within 8 minutes and 10 minutes respectively: 0.9 mmol/l and 24.6 mmol/l, 24.6 mmol/l, 22.0 mmol/l and 2.8 mmol/l reading of 24.6 mmol/l was not duplicated. Sets of readings were taken at different times. The customer was having unspecified hypoglycemic symptoms at the time of the 0.9 mmol/l result and called the ambulance immediately. The ambulance arrived 12 minutes after customer's last result of 3.2 mmol/l or 2.8 mmol/l (unable to confirm). The customer was tested on the ambulance meter and the result was 2.8 mmol/l. The customer was treated with an unknown amount of glucose gel. Five minutes after that, the ambulance personnel made the customer a sandwich. The ambulance remained with the customer for approximately 30 minutes. She was not taken to the hospital. The customer has recovered. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Event description:
Reporter stated that customer received the following results on the mobile system within 8 minutes and 10 minutes respectively: 0.9 mmol/l and 24.6 mmol/l, 24.6 mmol/l, 22.0 mmol/l and 3.2 mmol/l or 2.8 mmol/l (unable to confirm) reading of 24.6 mmol/l was not duplicated. Sets of readings were taken at different times. The customer was having unspecified hypoglycemic symptoms at the time of the 0.9 mmol/l result and called the ambulance immediately. The ambulance arrived 12 minutes after customer's last result of 3.2 mmol/l or 2.8 mmol/l (unable to confirm). The customer was tested on the ambulance meter and the result was 2.8 mmol/l. The customer was treated with an unknown amount of glucose gel. Five minutes after that, the ambulance personnel made the customer a sandwich. The ambulance remained with the customer for approximately 30 minutes. She was not taken to the hospital. The customer has recovered. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. On (B)(6) 2013, clarification was provided that the second comparison group of results is in fact 24.6 mmol/l, 22.0 mmol/l and 2.8 mmol/l. The original allegation indicated: 24.6 mmol/l, 22.0 mmol/l and 3.2 mmol/l or 2.8 mmol/l (unable to confirm).